Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that after a factory reset, their ilet device would not pair with the mobile app. After restarting the phone per support guidance, the ilet successfully reconnected, and normal operation was confirmed with no adverse effects.